Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Foreign body found upon opening of the packaging of the suture. Does not involve patient as item discard. Silk blk 30in 2-0 s/a fslx - 1689h (lot: 108b75) (1689h): not applicable. Silk blk 30in 2-0 s/a fslx - 1689h (lot: 108b75) (1689h): lot/batch number: 108b75. List any j&j products that were utilized during the case but did not contribute to the reported event. Not known. Was there any reported patient or user harm? No . Was there a significant delay? No. If available, provide the product order number (po). ## ***. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).date sent to the FDA: 2/17/2026.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found.h6 component code: c22 - photo analysis.additional information: d9, h3, h6a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.h3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one winding former with a needle suture combination outside the overwrap packaging. Product code 1689h. During the visual inspection of the sample, a foreign matter that appears to be a yellow strand interlaced and knotted in one of the silk suture. According to the sample condition, during the process of the visual inspection of the product, the knot on the suture was not detected. Three photographs were provided. The first image shows a paper lid, the second shows the packaging, and the third documents a winding former with a needle-suture combination that pertains to product code 1689h. Based on the information currently available, foreign matter and knotted suture were identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance